Manufacturer narrative:
A visual evaluation of the returned device found the basket wires retracted. The tip of the basket was detached and not returned. The basket wires were extended and found to be undeformed. The evaluation concluded that the returned device was consistent with the complaint incident of tip detached prematurely. The trapezoid rx wireguided retrieval basket has been designed for the basket tip to disengage minimizing the potential for stone entrapment. The complaint is due to known physiological effects of the procedure noted within the directions for use. Therefore, the most probable root cause for this case is "anticipated procedural complication". A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the common bile duct during a bile duct stone removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that there was severe resistance while attempting to open the basket. The physician continued to use the device, and while attempting to grasp the stone, the handle manipulation was not synchronized with the basket's open and close function. The basket became unable to close. The procedure continued and while attempting to capture the stone, the tip of the trapezoid¿ rx lithotripter basket disengaged prematurely. The tip was left to pass naturally. The procedure was completed with another trapezoid¿ rx lithotripter basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Device component code relates device problem code for the reported event of tip detached prematurely. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the common bile duct during a bile duct stone removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that there was severe resistance while attempting to open the basket. The physician continued to use the device, and while attempting to grasp the stone, the handle manipulation was not synchronized with the basket's open and close function. The basket became unable to close. The procedure continued and while attempting to capture the stone, the tip of the trapezoid¿ rx lithotripter basket disengaged prematurely. The tip was left to pass naturally. The procedure was completed with another trapezoid¿ rx lithotripter basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".